Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) was turned on and an automatic inflation failure alarm appeared. There was no personal injury reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse), after an on site inspection, confirmed that the safety disk needed to be replaced. The customer decided not to repair it in the short term. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Due to character restrictions in block e1(event site telephone): (B)(6).

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) was turned on and an automatic inflation failure alarm appeared. The device has not been used on patients and no personal injury has occurred.